Manufacturer narrative:
(B)(4). After battery installation, the unit powered up with a blank display. After further examination of the unit¿s interior, electrical board was heavily corroded around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen. There was rust on the inside of the motor end cap. Unable to perform the displacement test due to the blank display. Insulin pump received with a crack on the battery tube. Also the thin black strip located above the lcd display is missing.

Event description:
The customer reported via phone call that the insulin pump was not working at all. Customer's blood glucose level was unknown. Customer stated cracked at the side of the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.